Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the error on usm arm one (1). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the errors were confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing and reporting the same error codes also indicating the axes control motor (acm), replicating the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the acm.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer encountered an error on the universal surgical manipulator (usm) one 1. The customer was proceeding with the case but noted that the following cases may not proceed. The technical service engineer (tse) viewed the logs and confirmed errors. The logs also noted that the customer disabled usm 1 and continued the case. The tse advised the customer to hard power cycle the system and exercise the usm to possibly resolve the issue after the case. The procedure was completed with no reported injury.